Manufacturer narrative:
Vyaire medical file identification: (B)(4). Preliminary analysis revealed that the unit is alarming technical failure 401- inspiration valve or device leaky while the inspiratory valve test did not show any leak. Alarm 401 was only triggered three (3) times during self test and always with error 3, 4th occurrence was during the inspiratory valve test. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that a bellavista 1000 alarmed 401 - inspiration valve or device leaky. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. After several attempts of reaching out to customer regarding the calibration result update, no response received. Therefore, no root cause has been established by vyaire medical. This complaint is closed with no further action required.